Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s implantable neurostimulator (ins) was in an overdischarged state. The manufacturer representative indicated that the patient had a spinal fusion where they had to move the leads and their therapy hadn¿t been the same since then. The impact of the battery being in an overdischarged state for at least a year, in addition to having a previous overdischarge was discussed with the patient. It was reviewed that it would likely take multiple physician mode resets (pmrs) to recover the device, and that if it was the third overdischarge then the device would show an end of service (eos) error message. The patient was to follow up with their healthcare provider (hcp) to discuss how to proceed. It was unknown when the overdischarge occurred as the patient¿s ins had been dead for over a year. The manufacturer representative noted that the patient¿s recharger was replaced in (B)(6) 2015 as well.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s spouse reported that the patient¿s new implantable neurostimulator (ins) would never charge and it kept overheating. It was noted that there was something wrong with either the ins or the ins recharger (insr) but it was not confirmed which device. A new insr and spacers were used but the issue still did not resolve. The patient¿s spouse also reported that the ins battery went dead in early 2015 and it would not take charge from the recharger. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as chronic low back pain.